Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR report: 1221359-2021-01186.

Event description:
The customer reported 28 false positive results with the ID now covid-19 assay performed on multiple dates and with multiple patients. The customer did not provide information for all of the patients involved. This is report two of two. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021. Repeat testing was performed 3 times on different instruments and generated negative results. Confirmation testing using cepheid platform generated negative results. Additional information is unavailable at this time.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1019565 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1019565, test. Base part number 190-430 / lot: 1019565 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1019565 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.